Manufacturer narrative:
(B)(4). There were no device defects or malfunctions reported. The device was not returned for evaluation and disposed of by the hospital. The lot number of the device was unable to be ascertained. No defect or malfunction, device discard.

Event description:
During a stand alone maze procedure using standard technique, lighted dissector was placed within oblique sinus while two ports contained endoscopic kittners to support with retraction of superior vena cava and/or feel the tip of the dissector above the right superior pulmonary vein. The surgeon passed lighted dissector and noticed the white light (not red) above the right superior pulmonary vein. Once the lighted dissector was visualized, the surgeon used a kittner to brush off the connective tissue from the dissector. The lighted dissector was then articulated upward, allowing the surgeon to grasp the glidepath tape with a grasper. At this time, the surgeon noticed blood at inferior oblique sinus. Suction was used to assess the amount of blood volume releasing. The surgeon then immediately decided to convert the patient to sternotomy while leaving the dissector in place. Surgeon placed the patient on cardiopulmonary bypass, then performed a biatrial cox maze IV procedure. Surgeon evaluated both endocardial and epicardial surfaces of the pulmonary veins and left atrium and noticed a hole at the roof of the left atrium near the right superior vein. The hole was closed using prolene suture. The surgeon reported the patient is "doing well and is in sinus bradycardia" following the procedure.